Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Initially the device was expected to be returned for analysis; however, subsequent information indicated the device is not available for evaluation. Without the product a physical examination could not be performed, which limited the scope of the investigation. No determination can be made as to the contributing factors to the reported discrepancy. Possible contributing factors to the reported cuff-miss can be, but are not limited to, manufacturing deficiencies: to ensure this type of experience is not a result of a potential product related deficiency, the needle trajectory, which may be an underlying cause for a cuff-miss. Every device is checked during manufacture. In addition, a sampling of finished devices is also tested to verify the functionality of the device. Anatomical conditions: no information in regards to the patient anatomical condition has been reported. Deployment technique: there is no reported information that suggests incorrect technique in the use of the device. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. Based on the information available, the inspection criteria and the review of the lot history record there do not appear to be any indications of a product quality deficiency.

Event description:
It was reported that a physician attempted arteriotomy closure using a perclose at device in the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. The method of how hemostasis was achieved was not reported. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the perclose at device. Though requested, no additional information was provided.